Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: a 12 ml luer lock syringe was attached to io needle for removal; unable to pull it out and the yellow plastic needle set broke off from needle set leaving the needle behind in bone. Pliers were used to eventually pull the needle out.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: a 12 ml luer lock syringe was attached to io needle for removal; unable to pull it out and the yellow plastic needle set broke off from needle set leaving the needle behind in bone. Pliers were used to eventually pull the needle out.